Manufacturer narrative:
Alert date 10-26-15: new information received which indicates that a medtronic/osteotech device, not a moss miami system, was implanted in case. A follow-up medwatch notifying the FDA the devices implanted are not depuy-synthes products. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported thru legal: (B)(6) underwent back surgery in (B)(6) 2011, and had two moss miami pedicle screws implanted in his back. The two moss miami pedicle screws in mr. (B)(6) back broke. Mr. (B)(6) had to undergo a second back surgery in (B)(6) 2013 to remove the broken pedicle screws. Before mr. (B)(6) had the original pedicle screws removed, he experienced great pain and health problems as a result of the broken moss miami pedicle screws.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.